Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were extra bolus records in the pump and review of known causes for extra/missing bolus did not ascertain a specific cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged extra bolus issue was not duplicated. Using the returned battery cap, the pump powered up and functioned properly. No hypersensitive buttons were observed on the keypad. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. No un- programmed bolus were delivered or recorded during the various pump exercises.